Event description:
It was reported that after successfully deploy t1, prepared to deploy t2, it fell off spontaneously. No significant delay or patient injury reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device received. It was used for ¿a meniscus repair surgery¿. The complaint reads: ¿after successfully deploy t1, prepared to deploy t2, it fell off spontaneously¿. The blue split cannula was returned attached to the needle. The depth limiter was returned attached and trimmed. There was no suture or anchors returned. There is obvious disfigurement of the delivery needle. Twist or bend can interfere with proper delivery of anchors. The manual advancement of the actuator lever, advancement of anchors and their stripping off are user controlled actions. The device returned had the lever and actuator fully advanced. A functional test indicated that the manual advancement of the actuator performs properly. No mechanical problem was found with the device returned.